Event description:
My husband (B)(6), was diagnosed with parkinson¿s disease in 2004. He was seeing a neurologist in (B)(6), but decided to go to (B)(6) hospital at (B)(6) in (B)(6) to see a neurologist in (B)(6), dr (B)(6). After many attempts to adjust medications, which he was not really responding to. He was offered the deep brain stimulation surgery. He then needed to be evaluated by dr (B)(6) for the permission to proceed and then mental testing performed by dr (B)(6). He was then sent to the surgeon (B)(6) on (B)(6) 2010. Dbs was done on (B)(6) 2010 and the leads were placed, along with the batteries (B)(6) later on (B)(6) 2010 by dr (B)(6). He had great after-surgery response and was without dystonia and able to be more mobile. Dr (B)(6) turned on the voltage on (B)(6) 2013. At that time, everything went downhill. He was falling, increased tremors, continued to take medications which would work sometimes but not like they would on a normal parkinson¿s patient. Dr (B)(6), after multiple adjustments, refused to adjust the stimulator anymore. He did not refer for a second opinion. Dr (B)(6) told my husband that only 2 db surgeries at (B)(6) out of 300 that they have done did not work and (B)(6) was one of them. He was only given the choice to turn the batteries off. So, that is what we did. When (B)(6) asked for a clear diagnosis dr (B)(6) told him via email, he had multiple system atrophy and he could do one of 2 things. He told him he could go in his room and cry all day or get out and do things and make the best of what time he had left. This sent (B)(6) into a deep depression, losing (B)(6) pounds and unable to work. His health declined severely. Although he continued to fight whatever disease he had, it took his life on (B)(6) 2013. He had fallen so many times; every time dr (B)(6) would turn up the voltage to the point where he would ask the doctor if he thought the wires had come loose. Dr (B)(6)said it had nothing to do with the wires; they were fine. My husband had a (B)(6) and was a (B)(6) so he was very aware of the mechanism of the stimulator and would take the downloaded instruction manual with him to dr (B)(6)'s office on his (B)(6). Dr (B)(6) told my husband he didn¿t need to read a manual; he already knew everything. We were not notified of the recall of the leads that was announced in (B)(6). I got it on my (B)(6) email, since I am a (B)(6) and read it there. Since my husband had a good after-surgery response with no leads attached at that point, the doctors gave him encouragement it would help. Once the leads and the batteries and the voltage went on, it was a disaster and disabled my husband.